Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information revealed that the patient had an infection, necessitating relocation of the implantable pulse generator (ipg) to a different pocket site. To address this, a revision procedure was performed in which the ipg was removed and replaced. The patient is recovering well postoperatively. The explanted device will not be returned, as it was not released by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information revealed that the patient had an infection, necessitating relocation of the implantable pulse generator (ipg) to a different pocket site. To address this, a revision procedure was performed in which the ipg was removed and replaced. The patient is recovering well postoperatively. The explanted device will not be returned, as it was not released by the facility. Additional information indicated that the infection developed at the ipg pocket site, the patient had pus at the incision site. The patient was place on antibiotics. Based on the physicians assessment, the likely cause was inadequate wound care. Postoperatively, the patient did well and progressing positively.